Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. Due to intra-operative issues, the device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 13, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery the locking cap for universal reduction screw was not able to be fix; it was loose. The surgeon used a same/like product to finish the surgery. The procedure was completed successfully. No other medical intervention was required. Patient outcome was reported as good. No prolongation of the surgery was reported. Concomitant part: universal reduction screw (part/lot unknown (part family 04.636.6xx or 04.636.7xx), quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation has been completed for part# 04.636.001. Part was received in a minigrip. The etched data match with the complaint data. The device history records of the assembly and the two components were reviewed. The external diameter of the locking cap is verified 100% with a go/no gauge in process, after machining step. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part returned assembled. As reported in the complaint description the locking cup could not be fixed, it was loose. The features pertinent to the complaint condition - diameters and thread profile - were inspected. The item was found conforming to specification. Considering that all relevant product features meet specification and no manufacturing related visual defects have been identified on returned item, it was concluded that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.